Event description:
It was reported by the biomed that the device shuts off in less than 15 seconds after battery is removed. The device is being returned for repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator was shutting off in less than 15 seconds after the battery was removed. It was also requested that the generator receive its general check and calibration, as it is overdue for that. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the upper and lower cases were broken and contaminated, the battery release, heart block and battery drawer were contaminated, one side bail cover was broken, the lead flex cover was broken, the battery contacts were compressed, the keyboard pad was cosmetically damaged, the main printed circuit board was contaminated and a display screw was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.